Manufacturer narrative:
This occurred on unspecified dates from (B)(6) 2019 into (B)(6) 2020. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intravenous line disconnections with eleven (11) one-link devices. This was identified during use with patients which caused the medications to not be administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.